Event description:
It was initially reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010. According to the complainant, during the procedure it was not possible to open the basket while in the common bile duct. Reportedly the device was inserted through the scope's working channel with over-the-wire technique. The stone was just below the bifurcation and it was reported that the patient anatomy was not torturous. No stones had been captured/crushed with this device, and it could not be reported whether the device was inspected/tested prior to use. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; side-car push-back and torn.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A visual examination of the returned device found residue on the device indicating use. The device side-car presented a push-back and was torn. The sheath was found to be buckled in multiple places, and upon extending the basket, the wires were found to be crossed. Functionally the basket could extend and retract with out difficulty. The condition of the returned incident device was not consistent with the complaint; that the device basket won't open. During the evaluation the basket was able to be extended and retracted easily. Therefore, the most probable root cause is not confirmed. However during device investigation it was found that the sheath was buckled, the basket wires were crossed, the side-car was torn and presented push-back. The most probable root cause for these issues was determined to be due to operational context as it is likely excessive force was applied to the device due to anatomical or procedural factors. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4)

Event description:
It was initially reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010. According to the complainant, during the procedure it was not possible to open the basket while in the common bile duct. Reportedly the device was inserted through the scope's working channel with over-the-wire technique. The stone was just below the bifurcation and it was reported that the patient anatomy was not torturous. No stones had been captured/crushed with this device, and it could not be reported whether the device was inspected/tested prior to use. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; side-car push-back and torn.